Event description:
The customer stated that the device was showing lead faults on all leads. No harm to pt.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported ECG lead fault on all leads. The effect of the failure is that the device would not be able to read ECG signals. Factory service isolated the defect to a failed fuse. They replaced the fuse to restore operation.